Manufacturer narrative:
Radiated pt are know to have a lower osseointegration rate and considered in the rmr and included in the product info.

Event description:
Pt has history of radiation treatment at implant site. Physician is of the opinion that the bone implant did not adequately osseointegrate due because of the previous treatments.